Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the surgeon claims the cutting block was defective during the patient's primary surgery performed on (B)(6) 2014.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.